Event description:
Health care professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening in the anterior . A microscopic analysis was performed which identify opening striated in the anterior. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Opening.

Event description:
Device has been explanted.